Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the porting block was observed to be cracked. The porting block was replaced to address the issue. Additionally, the detachable battery will require replacement due to an observed error.